Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 2.25x16mm taxus express2 atom stent was deployed in the distal left anterior descending (lad). Plavix was prescribed. Approximately 90 days post the initial stent placement, the patient presented with chest pain. Angiography revealed a thrombosis located inside the stent in the proximal portion of the previously placed stent and distal portion of the vessel. The lesion was dilated to 10 atm multiple times with a 2.0x15mm maverick2 balloon. Angiography identified remaining thrombus and a non-bsc extraction catheter was used. Angiography again showed more thrombus remained. Further inflations were made to 16 atm with 2.5x15mm quantum maverick balloon and a 2.5x12mm maverick2 balloon, to 20 atm. The procedure was completed with a 2.5x12mm promus stent deployed inside the taxus express2 atom stent. The physician felt the stent was under expanded for the vessel diameter. No patient complications were reported. Patient status reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.